Event description:
During placement of the epidural catheter for a c-section the physician advanced the catheter aproximately 1 to 2 cm when resistance was met. The catheter was pulled back and a portion of the tip was missing; approximately 1/2 cm. The catheter tip remains in the pt. The user/facility was contacted on 2/9/01 for additional information. The sample was discarded and the lot number could not be determined. The pt suffered no adverse effects as a result of this occurrence. No additional information could be provided. Received medwatch report on 2/23/01 from user/facility stating: "during epidural cath placement, md met resistance, pulled back on catheter. Blue cath tip to shear off into epidural space."